Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor in place. The suture strings were not returned. The distal 2/3 of the anchor is fractured away from the proximal end of the suture window and was not returned. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (including rough handling or excessive force to the device). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the twinfix ultra anchor broke. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the twinfix ultra anchor broke. The procedure was completed with a smith and nephew back up device using the original drilled bone hole and using an awl 4.5mm to prepare the insertion site. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information: b5, e1 and h6. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device on top of its box, the anchor is broken and it still has the suture attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include rough handling or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.